Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2012. The patient recently presented to the surgeon with an infection which has since been treated and cleared. Additional information has been requested.

Manufacturer narrative:
Currently, the patient is doing much better and the inner upper leg pain resolved. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.